Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. In addition, it was reported that the pump shut down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported impact to the customers blood glucose level due to this reported issue. The customer continued to use the pump for insulin therapy.